Event description:
Tap. It was reported that 62 days after implantation of a 3.0x24mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 70% was reported. Percutaneous coronary intervention (pci) was performed on the lad. A 3.0 x 24mm taxus express2 drug eluting stent was deployed in the lad in the region of the lesion. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The procedure was noted to be "successful." "Complications/events" were reported as "none'. The pt presented 62 days after the initial procedure with an 99% "mid in-stent restenosis" in the lad. Pci was performed. A 3.0x18mm non-boston scientific stent was then deployed in the lad in the region of the lesion. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The procedure was noted to be "successful." "Complications/events" were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8704702 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.